Event description:
A peritoneal dialysis (pd) patient reported air bubbles going into his machine and later feeling full. The patient was treated with prophylactic antibiotics. The patient went on to develop confirmed providencia rettgeri peritonitis.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related mdrs: 8030665-2014-00339 and 1713747-2014-99954.